Event description:
Procedure type: bowel resection. According to the article: there was one perioperative complications that occurred, where the endo gia did not function correctly and did not staple the rectum close to the pelvic floor. This case was converted to laparotomy with low anterior colorestion.

Manufacturer narrative:
(B)(4).